Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to software issue. Field service engineer recover storage space with the help of pharmacy tech to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to stay close, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.